Event description:
It was reported the patient's scs ipg was replaced due to the system being nonfunctional as the patient had not recharged her scs system in 8 months. The patient is reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.